Event description:
It was reported that a kit had foot arches that were "faulty"; the bonding on the posts are loose and detach from the carbon arch. No associated procedure.

Manufacturer narrative:
Correction: sections d10, h3 the reported event could be confirmed via pictures that were sent, however the device was not returned. From the pictures sent, some small deformations can be noticed on the material of the two arches. Based on the investigation, the root cause was attributed to be manufacturing related. A nonconformance has been initiated to address this event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. H3 other text : device disposition unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a kit had foot arches that were "faulty"; the bonding on the posts are loose and detach from the carbon arch. No associated procedure.